Manufacturer narrative:
Device code: (B)(4).

Event description:
New information received notes that the pacing impedance anomaly on the right ventricle lead was high impedance and patient condition was stable before, during, and after procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator exchange procedure. The right ventricle lead was capped and replaced due to a pacing lead impedance anomaly.